Manufacturer narrative:
Per the clinic, the patient was treated with augmentin on (B)(6) 2013 (duration not reported). This report is filed november 27, 2013.

Event description:
Per the clinic, the patient developed an infection at the incision site. The device was explanted (B)(6) 2013, the patient has not been reimplanted with a new device as of the date of this report, (B)(4) 2013.

Manufacturer narrative:
(B)(4).